Event description:
It was reported that during a da vinci-assisted procedure, the tip was broken off the harmonic ace instrument. The procedure was completed.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument and completed the device evaluation. The instrument was evaluated and was found to have a blade broken at the base. A piece approximately 2.1 mm x 12 mm was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade do not show damage. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage found. The issue was observed prior to using the instrument on the patient. There was no instrument collision, no fragments fell into the patient and there was no injury or harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.